Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, e1, g3, h1, h2, h6.

Event description:
New information received notes device interrogation revealed high pacing impedance on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.